Event description:
It was reported that during office visit, system diagnostics was performed and high impedance was found. The patient was referred for a lead revision. No surgical intervention has been reported to date. No additional relevant information has been received to date.